Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: glassy eyed, head feels light, dizzy. A patient reported replaced the battery 3 months ago. Not able to get a reading. Their meter allegedly would not prompt battery display. The result of their meter was unable to test. The result on the no comparison. The time difference between patient's meter and no comparison. Treatment was none. No further information has been reported.